Manufacturer narrative:
Evaluation of the returned indigo system flash aspiration catheter (flash catheter) confirmed it was fractured. Evaluation revealed signs of torquing at the fracture site. If the flash catheter is torqued unrestrained against resistance during retraction, damage such as this may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system flash aspiration catheter (flash catheter), an indigo system lightning flash aspiration tubing (flash tubing), a non-penumbra sheath, and a guidewire. During the procedure, while retracting the flash catheter after completing the final pass, the physician experienced resistance, and the distal end of the flash catheter fractured in the pulmonary artery. The flash catheter fracture was noticed under fluoroscopy. The proximal portion of the flash catheter was successfully removed. The physician used a non-penumbra sheath (24f) and a non-penumbra snare device to retrieve the fractured segment of the flash catheter from the patient. The procedure was completed at this point. There was no report of an adverse effect to the patient.